Event description:
The customer reported discrepant thyroid-stimulating hormone (tsh) results, for three pts, involving access 2 immunoassay system. This report refers to pt number three. The initial result was within the normal clinical range. Subsequent testing produced a higher result within the clinical range. It is unk if the result was released out of the lab. There was no pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer suspected pre-analytical sample handling. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-04663 and 2122870-2011-04727.